Event description:
General report rec'd of an unspecified number of undocumented incidents of tubing separations. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the clave ports separated from the female adapters. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Devices are expected to be returned for investigation. They have not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).